Event description:
The user facility reported a 62-year-old male noted as high risk percutaneous coronary intervention was implanted with an impella device for mechanical circulatory support. The complainant reported that after placing a short peel away when dilator was removed, the orange piece broke off in 2 parts and the valve was no longer hemostatic. Exchanged for long peel away. There was no patient harm.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The introducer was returned for investigation and the orange hemostatic valve was found to be broken off the introducer. As per the clinical this happened after taking out the dilator. Therefore, the root cause of the introducer damage issue was a damaged valve due to insufficient adhesive. D6a and d6b revised from the initial manufacturer device report 1220648-2023-05560 in accordance with updated procedures. F6/f8-should have been left blank on the initial manufacturer device report number 1220648-2023-05560 in accordance with updated procedures. G1 reporting contact email revised on manufacturer device report 1220648-2023-05560 in accordance with updated procedures. G1 reporting contact fax number was inadvertently omitted on the initial manufacturer device report number 1220648-2023-05560. H6 component code revised from the initial submission in accordance with updated procedures.